Manufacturer narrative:
H10: as the lot number for the devices was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown atlas pta balloon dilatation catheter allegedly experienced detachment of device or device component. This information was received from one source. Of the reported detachments involved patients with no patient consequences. The device was used on eighteen year old female patient, 140lbs.

Manufacturer narrative:
As the lot number for the two devices were not provided, a lot history review could not be performed. Of the two reported malfunctions, the devices were not returned to the manufacturer for evaluation; therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown atlas pta balloon dilatation catheter allegedly experienced detachment of device or device component. This information was received from one source. Of the two reported detachments, both involved patients with no patient consequences. Age, weight, and gender was not provided.